Event description:
In 2008 - pt underwent laparoscopic procedure to repair of incisional hernia during which a bard mesh was implanted. Mesh secured with ranfac needle sutures and protac. Ni/ni/ni - pt developed a small medial recurrence of hernia with gross ascites. An on-lay prolene mesh was placed. The ascites continued to a point that the pt required regular peritoneal tapping. Hepatologists investigated, and no cause was found. Hepatic venography also excluded portal venous problems. In 2009 - bard mesh and on-lay mesh explanted. Per the surgeon note "the bard composite mesh seemed not to have incorporated into the anterior abdominal wall at all, lying very free, held by protac attachments only. There were some grade I adhesions of omentum to the protacs, but nothing otherwise to the intra-abdominal side of the abdomen."

Manufacturer narrative:
A 2" x 1.5" section of what appeared to be a composix l/p patch was received for eval. The sample was returned in what appears to be a small amount formalin/formaldehyde solution. The sample was visually evaluated; there was no tissue ingrowth observed on section of the patch returned. The event info was reviewed by a medical consultant and it is his opinion that the product didn't have much of a chance of developing tissue ingrowth due to the pt's condition, primarily the ascites. We are unable to determine if the mesh caused or contributed to the ascites.